Event description:
Biliary drainage catheter was successfully placed in 2002. It was noted in 2002 under cholangiography, that the distal portion of the catheter had fractured. No attempt was made to remove the fractured catheter. The patient's condition is stable. This device has not been received or evaluated. Therefore, a failure analysis is not available. Without evaluating the device the company is unable to determine if it met specifications. User technique and/or patient anatomy may have contributed to this event, however the company is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."